Event description:
A malfunction alarm was reported by the distributor rubin medical as involving a pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was informed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery and instructed to put the malfunctioning pump into storage mode before returning it. A replacement pump was sent with a pre-paid label for the return of the faulty device within 10 days.